Event description:
It was reported that the device did not power up. During physical inspection, it was found that there was a degraded downstream occlusion seal. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Visual inspection found a degraded (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a damaged (lcd) liquid crystal display. As a result, the downstream occlusion seal and mainboard were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.